Event description:
It was reported via repair work order that the cot was raising on its own due to torn buttons on the upper switch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.